Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2014. It is not known what medication, if any, the patient takes to manage her diabetes. The patient stated she continued with her usual diabetes management routine in response to the alleged issue. The patient claimed ¿a couple days¿ after the alleged issue occurred, she developed symptoms of ¿nauseous, dizzy, and shaky¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/08/2014). The patient¿s meter has been returned on 8/25/2014 and evaluated by lifescan product analysis on 8/26/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have misuse of device with batteries installed backwards by customer. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.